Manufacturer narrative:
(B)(4). The field service representative (fsr) confirmed the broken draw latch. He replaced the draw latch assembly and tested operation satisfactory. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the draw latch on ultrasonic air sensor (uas) broke. The 8k was being set-up for a case the next day. They have a spare uas and swapped it for the one with the broken draw latch. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.